Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th of (B)(6) 2022 and (B)(6) 2023 recorded a pacing impedance of 1,200 ohms with a slight increase to 1,300 ohms at the end of recording period. A slightly fluctuating shock impedance of 115 ohms was recorded with an increase of >125 ohms at the end of recording period. Furthermore, a gradually rising threshold from 1 v to >3 v was recorded. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead showed gradually increasing shock impedance (> 125 ohm). No episodes of noise were recorded. The lead was capped and a new lead was implanted. Should additional information be received, this file will be updated.